Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was not crossing over to pyxis. A technical support specialist stated that the customer was informed about the case, and the customer mentioned that, now its crossing and was able to see the medications in pyxis and confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication was not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.